Event description:
Pt has huntington's chorea. On 8/21/95, pt was exhibiting severe chorea, thrashing movements during early morning hrs. At 0250 staff found pt wedged between air mattress and slinged/padded side rail, in prone position with face in mattress. Was cyanotic and not breathing, pulse was present. Mouth to mouth resuscitation initiated and pt started breathing on own after 2 puffs. O2 started. Pt sent to hosp ER for eval. Found to be stable and returned to facility. It should be noted that the risks vs the benefits of using this device was carefully weighed. Staff and family were aware that device was not being entirely used as intended, and up until this incident, the benefits outweighed the risks. Device replaced 8/21/95 with standard mattress and padding. Based on the info provided, it appears that the mattress system was functioning normally at the time the pt suffocated and was subsequently resuscitated. Also, it appears facility had identified the risks for this pt with the system and had taken measures to prevent such an occurrence. In light of these findings, and due to the unusual and special circumstances regarding the use of the system for this pt, co does not see the need for product redesign or recall and has closed the investigation.